Event description:
It was reported that the patient experienced severe pain at the implantable neurostimulator (ins) site, since last week, while walking. The pain returned in a standing position. The patient also noted that the ins was bulging and he could move it "a little" with the result that the pain would subside. He noted that had not used his ins in a long time and indicated that the "leads kept moving on me." He also experienced a shocking sensation or "it doesn't work." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4).